Event description:
Cuff began to slightly slip along the cath and secured by clamping the cuff to the catheter before completing the blunt dissection removal.

Manufacturer narrative:
The complaint of detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue imbedded in the dacron material. The heat sleeve/surecuff has detached from the catheter. Upon receipt at bas the detached heat sleeve/surecuff was observed distal to its manufactured assembly site. At this time the mechanism of damage is undetermined. (B)(4). A lot history review (lhr) of revl0211 showed one other similar product complaint(s) from this lot number. (B)(4).